Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an issue with the flap (an irregular flap) in the patient's right eye. The surgeon believed it was a fault with the system following a failed attempt to lift the flap during lasik surgery. Subsequently, a bandage contact lens was placed, and the patient was discharged home.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified. During a service visit specifically performed due to this case, no issues with the device could be found and it was shown to meet specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be determined conclusively. However, there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).